Manufacturer narrative:
Visual inspection: it was observed that the shaft of the uni-planar screw was fractured in half. The distal fractured end was not returned. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Although the root cause cannot be determined definitively, it is possible that pseudarthrosis might have occurred where the reported screw was not able to achieve spinal fusion. Even with successful fusion, the implanted construct might have been subjected to irregular dynamic motion during the period of post-op, resulting in the screw fracture at the screw/rod interface.

Event description:
The patient reported pain 2 months post-operatively. Imaging revealed that the pedicle of the left l5 was fractured and the tulip head detached from the s1 screw. The patient was revised to remove the fractured screw.

Manufacturer narrative:
Has been corrected from (B)(4) to (B)(4).

Event description:
The patient reported pain 2 months post- operatively. Imaging revealed that the pedicle of the left l5 was fractured and the tulip head detached from the s1 screw. The patient was revised to remove the fractured screw.

Event description:
The patient reported pain 2 months post-operatively. Imaging revealed that the pedicle of the left l5 was fractured and the tulip head detached from the s1 screw. The patient was revised to remove the fractured screw.

Manufacturer narrative:
The product details have been updated per new information received. D3 and g1 have been updated from 'stryker spine- leesburg' to 'k2m, inc.'

Manufacturer narrative:
Status and location of the device are currently unknown.

Event description:
The patient reported pain 2 months post-operatively. Imaging revealed that the pedicle of the left l5 was fractured and the tulip head detached from the s1 screw. The patient was revised to remove the fractured screw.